Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The pellethane tubing on the paddle was degraded, brittle, and cracked, revealing the wires and nitinol frame below. The damage is consistent with the product being stored outside of the shelf box. Advisor hd grid mapping catheter, sensor enabled instructions for use (IFU) states "it is recommended that the product remain in the unopened packaging until time of use". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the paddle damage is consistent with not following the instructions for use.

Event description:
This report is to advise of device material degradation that was noted during analysis.